Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a frozen screen. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. No frozen display was noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.